Event description:
During an embolization, deltamaxx was used. When it was found out that the coil was too small, the coil was attempted to be retrieved. However, during retrieval, the coil break at the detachment area.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an embolization when placing the 5x20 deltamaxx sr platinum 18sys it was determined that the coil was too small and it was initially reported that when retrieving out of the aneurysm it broke at the detachment area. With additional clarification it was reported that the coil half in the aneurysm and half in the ev3 echelon 14microcatheter and had stretched but was still attached to the delivery wire without separation in two pieces. The coil was able to be removed safely. The microcatheter was not repositioned, but it was reported that maybe there was a bit of friction occurred because of the 18 coil system used with a 14 microcatheter. There was no resistance during delivery of the coil through the microcatheter before reaching the aneurysm and not a lot of maneuvering of the coil during positioning. The angle which the coil was positioned was not very sharp; a 45 degree microcatheter was used and the location was not very distal. After safe removal from the patient, the procedure was completed using other coils. The coil was returned stretched at the proximal end and kinked at the third secondary winding off the ball tip. The stretch resistant suture was severed. The coil was returned unsheathed, entangled and knotted inside the return packaging. It was stated that the coil was found to be too small. The most likely contributing factor to the coil stretching occurred when the coil became anchored either on the coils already dwelling inside the aneurysm, on itself, on fixed or detached debris, or on the distal tip of the microcatheter. The exact circumstances of how this damage originated cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It is further cautioned that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 14 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It appears that procedural factors may have contributed to the event with no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.